Event description:
It was reported that the pt had seizure activity after a dosage increase in 2009. The pt was admitted to the hospital. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.